Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5084193 that a patient underwent breast surgery with 400cc mentor gel implants. Now this patient presented with autoimmune like symptoms. Unspecified pain, a positive antinuclear antibody test, raynaud's disease, hair loss, lung obstruction, irritable bowel syndrome, headaches, joint pain, insomnia, and chronic fatigue were noted. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See for contralateral prosthesis report. See 1645337-2019-21298 for contralateral prosthesis report.this report contains supplemental information for mentor psr reference number (B)(4).